Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens customer service engineer (cse) was sent to the customer site. The cse bleached the sample and vent ports, primed three times, performed an integrated multisensor technology (imt) check 1, imt alignment, and imt pump cycle alignment that were acceptable. Based on the information provided, a low fluid delta and fluid verify readings are indicators of low fluid issues at the time of the event. Quality control (qc) was in range and no other observed issues indicating that the instrument and reagents are performing acceptable. A repeat of the same sample precision check yielded expected results. It was observed that the customer is not following the manufacturer's sample collection tube centrifugation requirements. Contributing factors such as sample integrity and preanalytical variables cannot be ruled out. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated sodium (na) result was obtained on a patient sample on a dimension vista 1500 instrument. The discordant result was reported to the physician(s). The same patient sample was retested on an alternate dimension vista instrument, resulting lower. The lower repeat result was reported to the physician(s) as the corrected result. There are no reports that patient treatment was altered or prescribed or adverse health consequences due to the discordant sodium result.